Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history logs found no issues. The device passed electrical testing. Temperature verification testing was performed and the device failed for an unrelated issue. The pneumatic system was tested and all pressures were found to be correct and stable. An internal and external inspection was performed and found no issues. The device failed the accuracy confirmation testing. The cause of the failure could not be determined. The device was sent to service for repairs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, the device failed the accuracy confirmation test. This occurred outside of patient use. No additional information is available.